Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the customer cannot access a disposed object. A technical support specialist dialed into the station, checked the med application logs and confirmed the application exception error indicating cannot access a disposed object with the referenced container path, followed knowledge article "1.7.4 error during cubie swap - cannot access a disposed object" which required a full synchronization, then followed knowledge article "how to check for and apply encryption to es station database" to properly perform the full synchronization on the station, backed up the station database, validated station upload and download were recent with no pending upload queue, performed a gui synchronized on the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user encountered an error message when attempted to override the refrigerator: cannot access a disposed object. Immediately after the error appeared, the user was logged out of the application. However, there were no delays or adverse events or injuries reported based on this event.